Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies or low battery alerts noted. However, insulin pump received with corroded electronic assemblies and corroded battery tube. Insulin pump received with minor scratches on case, cracked select button keypad overlay, keypad overlay peeling, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. Customer¿s blood glucose level was advised as 444 mg/dl. Customer states that pump stopped working. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.